Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s implant was unknown and noted that the ¿device malfunctioned 5 times¿. It was unknown what was done to resolve the issue at the time of the report as they could not determine which doctor the patient saw at the hospital. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp inquired about paying the patient's bill due to an issue with the patient's implant. There were no symptoms or further complications reported or anticipated.